Manufacturer narrative:
(B)(6). The actual samples were not available; however, photographs of the samples were provided for evaluation. During visual inspection of the provided photos, black particles in the tubing and in the header cap of the dialyzer were visible for both samples. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black particles were observed in the priming solution of two (2) adsorba 150 c during priming. The dialyzers had been primed with 5% glucose solution and 0.9% saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Two devices were received for evaluation. During the visual inspection of both products a black particulate matter was found. The analysis found that both particles are carbon particles. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.